Event description:
It was reported that a patient underwent an initial bilateral total knee arthroplasty. Approximately fifteen (15) years post implantation, the patient was seen in the office for pain and bone scan results for bilateral knees. The bone scan results in significant uptake in bilateral patella and tibial plateau, consistent with loosening. The patient reported moderate patellar pain and on exam had patellar subluxation of the left knee. Subsequently, sixteen (16) years post-implantation, the patient underwent revision surgery due to pain, patellar loosening, and instability. During the procedure, the patellar component was found absent from the patellar bone and lodged in the intercondylar notch, eroding some bone in the posterior aspect of the distal femur. The tibial and femoral components were well-fixed but revised upon the request of the patient preoperatively. The patellar component was explanted but not replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information provided has prompted a review of the previously reported investigation results. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: bone scan: significant uptake in bilateral patella and tibial plateau. 'Radiologist felt that it was consistent with loosening.'; peripatellar moderate pain; patellar subluxations . A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: bone scan: significant uptake in bilateral patella and tibial plateau. Radiologist felt that it was consistent with loosening.; peripatellar moderate pain; patellar subluxations. Office visit: current pain 1/10 but continues to have pain with activities, antalgic gait, no assistive device. Revision due to patellar loosening and fragmentation, pain, and instability: patellar subluxation was noted and the surgeon stated: I evaluated the patella and it was fragmented and the patellar component was not present¿when I encountered the femoral canal the patellar component was lodged in the intercondylar notch and eroding some bone in the posterior aspect of the distal femur. Tibial and femoral components well fixed, the surgeon stated: the previous size 7 tibia was externally rotated considerably however this was appropriate for coverage of the tibia. I had to keep this amount of rotation on the tibia to allow for proper positioning: however, patient requested a full revision. All components revised with no complications. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported initial bilateral total knee arthroplasty. Approximately 15 years post implantation, the patient was seen in the office for pain and bone scan results for bilateral knees. The bone scan results in significant uptake in bilateral patella and tibial plateau, consistent with loosening. The patient reported moderate patellar pain and on exam had patellar subluxation. No revision has been reported to date.

Manufacturer narrative:
(B)(4). D10: 00597206538 - patella - 60501237; 00596009900 - taper stem plug - 60620547; 00596405017- articular surface - 60327841; 00596401751 - femoral component - 60288633; 61911001 - howmedica bone cement - rjn291. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00103.